Event description:
The customer reported that the table on the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The software was reloaded and a new table calibration disk was made. The ac power plug was placed on the correct pins. The collimator blades were aligned. The system was tested and operates as intended.